Event description:
This report is based on information provided by philips field service engineer fse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while the field service engineer was onsite, they observed the camera is not working. There was no impact nor harm reported

Event description:
This report is based on information provided by philips field service engineer fse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while the field service engineer was onsite, they observed the camera is not working. Upon further inspection, the field service engineer fse observed the camera flexi cable was damaged. There was no impact nor harm to the patient reported.

Manufacturer narrative:
This report is being sent as a correction for the reporter institution information.